Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings triggered due to low impedance on the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead. An insulation issue was suspected. The physician attempted to extract the lead, but was unsuccessful. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.